Event description:
It was reported that, "the display of ac3(190934f) appears abnormal signals during pumping on patient. First, the monitor's ECG and ap signals disappear (become noisy and flat) and hr shows 250 bpm but from the sound of pumping, the system seems functioning normally. Then, the battery and helium indicators appear "not ok" sign briefly. The engineer has checked the cable of ECG and ap and found nothing wrong. The user also confirmed the ac3 has been connected to main ac power source when it not used on patient. No further action was taken as the ac3 is still being used on the patient and the machine is currently functioning normally. Further inspections will be performed after the machine is off from the patient". Patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "the display of ac3(190934f) appears abnormal signals during pumping on patient. First, the monitor's ECG and ap signals disappear (become noisy and flat) and hr shows 250 bpm but from the sound of pumping, the system seems functioning normally. Then, the battery and helium indicators appear "not ok" sign briefly. The engineer has checked the cable of ECG and ap and found nothing wrong. The user also confirmed the ac3 has been connected to main ac power source when it not used on patient. No further action was taken as the ac3 is still being used on the patient and the machine is currently functioning normally. Further inspections will be performed after the machine is off from the patient". Patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Upon further review from the quality engineers, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 21 feb 2023, should be retracted. Other remarks: n/a. Corrected data: upon further review from the quality engineers, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 21 feb 2023, should be retracted.